Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with intravenous injection of ceftazidime (1g twice a day, duration not reported), intravenous injection of vancomycin (1g once every 96 hours, duration not reported) and oral tablet of fluconazole (no further information) for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.